Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Stabilisation surgery. During use on the patient once the knot was dressed and slid down to the labrum there was a loose end over the labrum and the surgeon could not tighten the knot anymore so labrum was loose. He had to cut sutures and abort anchor and use another one. No delay or adverse event. Successful repair. Additional information received via email from the affiliate on 1-5-2017: closed end manipulator was used, the slotted pro knot drill guide was used, one half hitch was used, the surgeon tensioned using the passpoint technique, ideal suture shuttle was used for suture passing, the hole was rilled to a hard stop, the anchor was implanted to the hard stop, the threader card was turned once implanted to align with slot, did the knot fully cinch when popped off the card?: this is where may have been an issue as perhaps slightly loose, second bone hole was drilled to complete the procedure.

Manufacturer narrative:
The complaint device is not available for a physical evaluation. Further information was provided regarding the technique. However, it cannot be determined if the technique or the device itself contributed to the issue. A DHR review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy (B)(4) complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy (B)(4) will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).